Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 9 days post transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, severe paravalvular leak (pvl) was noted. A 6mm plug was attempted without success. A balloon valvuloplasty was then performed which resulted in central leak. A second 23mm sapien 3 ultra valve was implanted and resolved the central leak, mild pvl resulted. The patient expired approximately 3 weeks post tavr. The cause of death is unknown at this time.

Manufacturer narrative:
Per medical records received, the patient experienced multiple complications post tavr: hypoxic respiratory failure with bipap support and ultimately requiring intubation, diuresis, and an increase in wbcs. On post operative day 1, the patient remained on high vent support, likely showering clots which occluding right post tibial artery ultimately leading to a dusky foot as well as showered emboli to the liver despite anticoagulation. The patient remained sedated on pressor support. + acidosis despite crrt. The family met with the ethics committee and providers, and decided to discontinue all care, as the patient had become unresponsive, and prognosis was poor. The patient was extubated to comfort care and crrt was dc'd. The patient expired on pod 17. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the pvl cannot be confirmed, however may be related to patient/procedural factors (cardiac remodeling). The cause of the central leak was due to a bav. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.